Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient stated when connected to batteries for power, it did not last the full 16-18 hours. The patient brought in all of the batteries and the battery charger for evaluation a week prior. Only two of their batteries needed to be calibrated and two were replaced, but all seemed to be in working order after evaluation and calibration were completed. The patient stated they were ensuring to rotate the use of their batteries daily and have a full charge before connecting to them, but still they stated only having a few hours on each battery before they run out of power. It was noted that the patient was consistently getting around 11 to 12 hours of runtime on battery from a fully charged status to a low voltage advisory event. Their fixed speed had been adjusted a few times. The issue resolved after the controller and modular cable exchange. Related MFR #2916596-2024-01232.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number: corrected. Section h6: medical device problem code: corrected. Section d4: model number, lot number, UDI, expiration date: additional information. Section h4: device manufacture date: additional information. Manufacturer's investigation conclusion: the heartmate 3 vad modular cable (lot number: 7514030) was evaluated following the reported event of low battery runtime. A review of the event log files contained data spanning approximately 13 days (03feb2024 ¿ 14feb2024, 23feb2024 per timestamp). All of the captured data appeared to show the modular cable operating as intended throughout the log files. The modular cable underwent functional testing. The mod cable was connected to the returned system controller (s/n: (B)(6)) and a mock circulatory loop. The system operated as intended without any alarms active; manipulating the cable had no effect on pump function. The modular cable ran with the system controller for an extended period without any notable alarms activating. Per the provided information, the patient brought in their batteries and battery charger. Two batteries needed calibration and two were replaced. The patient stated they were ensuring to rotate the use of their batteries daily and have a full charge before connecting to them, but still they stated only having a few hours on each battery before they ran out of power. Exchanging the system controller and modular cable resolved the issue; however, the reported event was unable to be correlated to an issue with the returned mod cable. Incidental finding: external driveline wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.